Event description:
The manufacturer received information alleging a ventilator failed a test step during initial testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during initial testing. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was also found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues.